Event description:
(B)(6) incident where the patient was shocked while removing the hearing aid battery charger power adapter plug form the wall.

Manufacturer narrative:
This report was filed late because the incident was incorrectly classified as not MDR reportable. A retrospective review of complaints, however, identified this incident as MDR reportable. Investigation and conclusion: investigation determined the power adapter lid with pins was separated from power adapter. Australian power supply adapter failed the specification. Corrective actions: (1.) Immediate action at (B)(6): local 100% check for all power supplies in (B)(6) before delivery by defined tes. (2.) Immediate action at supplier: stock audit and defined 100% check of all adapter before delivery. (3.) Corrective action at manufacturer globtek: defined pull test on 1% of all produced adapters confirmed by certificate. The (B)(6) power supply adapter was not sold in the u.s.